Manufacturer narrative:
This report is being filed under exemption. See scanned pages.

Event description:
Journal reference: j.d. Putzke, et al. "Bilateral thalamic deep brain stimulation: middle tremor control. Journal of neurology, neurosurgery, and psychiatry. 2005; 76 (5): 684-90. The article describes a study of 22 pts being treated with dbs for essential tremor. Reportable events: the 3387 lead (n=7) - over the course of follow up, seven leads required repositioning due to the loss of effect. The 3387 lead (n=2) - two pts had leads replaced due to breakage. The 3387 lead (n=1), dbs ipg (n=1) one pt experienced an infection after 22 months that required the explant of the dbs system - lead and ipg (right side only).